Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic images show multiple x-rays post-op of complex construct from t11 to the iliac crast. Reported loosened set screws cannot be verified on x-ray. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned devices found some of the setscrews are discolored. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. Marks are deeper for few setscrews (the central lug is fully flattened) which may suspect over-tightening after breakage of the setscrew hexagonal portion. No pre-existing defects have been identified on the returned implants which can be responsible of the event. The analysis of the implants shows a proper tightening of the mas. Setscrew loosening can not be identified on the returned implants.

Event description:
It was reported that the patient underwent a spinal fusion procedure using posterior fixation to correct lumbar kyphosis. An unknown time post-op, the setscrews at l1, l2 and l3 loosened. The patient underwent a revision surgery 227 days post-op to remove and replace the loose hardware. An l4 osteotomy was also performed, plus extension to dorsal fixation to t5 keeping iliac fixation.